Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation in early 2009, that a cellebrity endoscopic cytology brush was being tested. The complainant indicated that a talc substance was present on the celebrity brush prior to use. There was no pt contact.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.